Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 91 mg/dl. Customer reports they received a critical pump error image on the pump screen. It was reported that they had critical pump error and a broken force sensor was detected during seating or regular delivery. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with critical pump error due to moisture damage electronics. Unable to perform download due to moisture damage. Unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to critical pump error. The device received with cracked retainer, cracked case corner of belt clip rails. The device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify pump error 35 due to download difficulties.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.